Event description:
A malfunction was reported by the customer. There was no reported adverse impact on the customer's blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump.